Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: d014352); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for an ischemic stroke m1 segment occlusion. The surgery was whole brain angiography + thrombectomy. The site of intracranial vascular occlusion was determined by angiography. It was noted that the patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 40 minutes. It was reported that the guide sheath, neurovascular guidewire, thrombus aspiration catheter, rebar27 microcatheter, and intracranial vascular solitaire ab stent were selected. After the preparation work was completed, the rebar 27 microcatheter was successfully put in place. The surgeon selected the intracranial vascular stent sab and moistened it in vitro. During the process of slowly pushing the stent, it was found that the resistance to pushing the stent gradually increased at the proximal section of the rebar catheter, and finally the stent could not be pushed further. The vessel was not tortuous. It was found that the tail of the stent had an abnormal rod at the tail of the microcatheter. The surgeon tried many times but failed to push it. A new rebar27 microcatheter and a competing 0.027in microcatheter were used instead for delivery, but they could not be pushed in place. Because the patient was already in a coma and the situation was critical, a new sab stent was finally used and successfully pushed in place and the thrombus was removed. After the operation, the surgeon believed that this situation had never occurred when using sab-6-30. After replacing the microcatheter, it still could not be pushed normally. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported the patient's baseline nihss score was 14. The patient's nihss score after thrombectomy was 3. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU. There was no damage to the catheter after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Fdm/imdrf-annex b coding updated based on all available information. No other new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.